Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to infection more than one year after initial surgery (total reversed shoulder prosthesis implanted in 2017). Additional comments: explantation of the antibiotic spacer done on (B)(6) 2019 and implantation of a reversed fracture stem. Patient ID: (B)(6)."

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.